Event description:
It was reported by the affiliate that the hdh05 was ten minutes into the lap chole procedure when the device solid-toned. The handpiece was tested and found to be okay. The case was finished with diathermy. There was no pt consequence.